Event description:
The customer reported that the ventilator diagnostic log indicated there was an oxygen valve stuck closed occurrence however it could not be duplicated. Upon detection of an oxygen valve stuck closed, the ventilator will alarm and continue to ventilate using an air gas source. Loss of the oxygen source can be detrimental to a patient if this type of event occurs. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The device was out of warranty therefore the manufacturers product support engineer advised the customer to replace the motor controller pcb board as a precaution to address the reported problem.

Manufacturer narrative:
Out of warranty; advised replacement part to customer to complete service .